Event description:
User experienced a water leak coming from the analyzer onto the floor and into the walkway. No one has slipped or fallen and no erroneous patient results were generated.

Manufacturer narrative:
The field service representative determined the cause to be a loose drain elbow fitting, and tightened fitting. Verified instrument is operating within specification.